Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. Device history record review could not be done as the lot number was not provided. If the device is returned and additional information is obtained, a follow-up report will be submitted. If additional relevant information is received, a follow-up report will be submitted. Other text : unknown device disposition.

Event description:
It was reported that patient had left foot surgery (B)(6) 2013 for multiple issues. Procedures were bunionectomy, bunionette, mortons neuroma, plantar plate repair. Patient stated with regard to the plantar plate repair, since surgery she had had ongoing pain and two of her toes no longer touch the ground when standing. Patient had a second surgery on (B)(6) 2014 by another surgeon during which time (B)(4) (qty 1 each) were all removed. Patient states she now has scar tissue not a fat pad under her 2nd and 3rd toe and that the fat pad is now in the crease between the toes.